Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.